Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have to charge their handset every day, and if they don't realize the handset is not charged, they end up getting a bladder infection. The patient said the utis started in june, and they have had 5 utis since then. The agent reviewed that the therapy works independently of the handset battery level and that the likelihood of the handset causing utis is very low. The patient stated that they have only had their handset unplugged for 2 hours, and it is already at 78% without using it. An email was sent to the repair department to replace the handset. The patient was redirected to their hcp.